Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After rotational atherectomy was performed, a 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were damaged. A 3.0x12mm non-bsc stent was used to complete the procedure. No patient complications were reported and the patient's status was doing well.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts from the proximal end of the stent were lifted. Stent distal od (outer diameter) measured and is within the maximum crimped stent profile specification. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After rotational atherectomy was performed, a 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were damaged. A 3.0x12mm non-bsc stent was used to complete the procedure. No patient complications were reported and the patient's status was doing well.